Event description:
The patient was not getting good stimulation coverage. The lead had to be revised. The physician tied down directly to the lead. During revision an incident was noticed on the lead; it looked like a potential damage. The patient was reported to had recovered without sequela.

Manufacturer narrative:
The lead was returned to the manufacturer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.